Manufacturer narrative:
An event regarding altr involving a cocr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the reported product was not returned for investigation and insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's hip due to pseudo tumor. Only the head was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised patient's hip due to pseudo tumor. Only the head was revised.